Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Following sections were updated/corrected: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by medicrea on march 23, 2017 revealed that once the device was dismantled, the motor operated intermittently. The service technician assumed that there was one bad contact inside the motor. Prior to repair, the device was within calibration specifications but the motor did not operate. Repair of the electric dermatome was performed by (B)(4) on april 3, 2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device does not function¿ was confirmed since prior to repair it was noted that the motor did not operate and once the device was dismantled it was noted that the motor operated intermittently. While prior to repair it was noted that the motor did not operate and once the device was dismantled it was noted that the motor operated intermittently, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(4) repair facility. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported the device wouldn't turn on during surgery. The device was unplugged several times, blade removed and re-put in; however, it continued not to turn on. This was attempted for between 30 minutes to an hour while the patient was under anesthesia. No additional patient consequences were reported.